Event description:
This is a report of a patient who observed cracks in the main body of their transfer set during therapy. It was noted some cracks on the light blue main body. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4): a cause for the confirmed condition could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection was performed and found the main-body of the transfer set to be cracked. Leak testing, clear passage testing, clamp function testing was performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b21041 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.